Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The site reported that fecal fluid was draining from the aortic cannula exit site. The origin of the fluid was thought to be from a tear in the bowel. The site attributed the dehiscence of the cannula to the a massive infection within the chest cavity that was caused by the leaking bowel fluid that affected the integrity of the aorta. The patient was locally and systemically septic. No device defect was reported, and the aortic cannula that separated from the aorta was reported to be intact. Adverse event term(s): death / exsanguination.

Event description:
The site contacted berlin heart inc. Clinical affairs (ca) on (B)(6) 2017 to report that a patient supported in the lvad configuration expired due to dehiscence of the aortic cannula, thought to be caused by a massive infection in the chest cavity that affected the integrity of the aorta, which caused bleeding and exsanguination. Attempts were made to resuscitate the patient, but were unsuccessful.